Event description:
On (b)(6) 2023 a patient in the Netherlands underwent a procedure for the placement of Percutaneous Endoscopic Gastrostomy (PEG) tube. On (b)(6) 2026 during a care call, the patient reported that dipping was difficult and not at all possible anymore. It was reported that blood comes out of the insertion site and dipping was painful. There was no fever and flushing was not possible for two days. Additional information was received on 02 Jul 2026. During an unspecified procedure, the patient was unable to undergo a complete PEG/J tube replacement due to buried bumper as the disc was no longer visible. There was also a visible lump of unknown nature found. The patient was admitted to the hospital and was connected to a NJ tube.

Manufacturer narrative:
Catalog number in D4 is the international List number which is similar to US List Number of 062910. The device involved in the event remained implanted in the patient and was not returned; therefore, a return sample evaluation is unable to be performed. A buried bumper is a known complication of a PEG tube placement.Health Effect Clinical Code of E2402 was chosen to capture the event of buried bumper. If any further relevant information is identified or obtained, a supplemental MedWatch will be filed.